Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that alarm should have gone off three minutes sooner; they were waiting for an arrhythmia alarm (awaiting accuracy) at 21:10:34, but it would not have appeared until 21:13. There was one patient incident (death) related to this delay in triggering an alarm according to the department.

Manufacturer narrative:
Philips response center engineer (rce) made multiple attempts to obtain further information on this case, however, no further response was received from the customer. Philips cannot rule out a malfunction of the device, as insufficient information was provided to perform an investigation. Attempts to obtain information from the customer have been unsuccessful. No parts have been ordered and no repair was found to be initiated. No subsequent calls have been logged from this customer for this type of device/issue. No further investigation or action is warranted at this time. Should additional information become available, this report will be reopened for an investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. No response from customer after multiple attempts to obtain information.